Manufacturer narrative:
The device is powered by a 9 volt battery. With the case broken, or the battery cover left off, the circuit board would be exposed. Having the circuit board in contact with the pt's skin would cause a short circuit to build up. With time, the components would heat up, in particular at the peaks of the solder connections. The result described could develop depending on the time of contact and conditions of pt's skin.

Event description:
This section is being completed by MFR based on e-mails and telephone conversations with informant. Early on october 7, two employees undertook a transfer of the pt. They apparently did not notice the pt bed alarm fastened to the bed rails and it was ripped off during the move. It broke open and remained in the bedding during the move. It continued undetected and was therefore not placed back in service at the new location. The pt complained of discomfort or pain but initially no action was taken. In time the complaint increased and it was determined that the broken alarm was in contact with the pt's skin causing "a 3rd degree burn with blistering and superficial redness to the skin". The pt was moved to a local hospital where treatment was provided and the pt retained overnight for observation. She was returned to (B)(6) the following day. Both employees have been terminated as a result of these events.